Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error.

Event description:
On 3/4/2024, it was reported by a sales representative via (B)(4) that (2) ar-9223 glenoid impactor handle would slide down and (2) ar-9676 angled reamer, drive shaft, (2) ar-9297-15 univers vaultlock augmented glenoid angled reamer sleeve, (2) ar-9297-25 univers vaultlock augmented glenoid angled reamer sleeve were worn down and having issues with the sheaths cold welding. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.